Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The customer stated the message log for the date of the event is not available for investigation. A new lot of testpak was shipped to the customer and received. They ran calibration, controls and a sample that was tested on both the stratus cs and another siemens lab analyzer, and all were as expected. Siemens has determined that there has been in an increase in non-repeatable false positive ctni results. The ongoing root cause analysis being conducted as a part of the CAPA for this issue has determined that this issue is related to testpak reagent. The customer was unable to provide the message logs to conduct an investigation. Based on the information available, these events cannot be excluded from the scope of this issue given the event describes a false positive ctni result where repeat testing of the same sample gave a negative value which was accepted as true. (B)(4) and a CAPA have been opened as a result of this issue.

Event description:
The customer reported false positive troponin results on two stratus cs analyzers when compared to two other siemens lab analyzers. There was no report of injury due to this event.